Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring and the cartridge tubing. Customer's blood glucose level was 160-169 mg/dl. Multiple attempts were made by tandem technical support to resolve the issue; however, no response was received.